Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inflammatory breast with hyperthermia at 38.5 and increasing of the crp, an infiltration of the breast with significant periprosthetic effusion, rupture and deflation of the device, cervical adenomegaly, and capsular contracture baker grade ii" fi summary: with the information collected during the investigation, there is enough evidence to support that the work order (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run h054-304 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported "inflammatory breast with hyperthermia at 38.5 and increasing of the crp, an infiltration of the breast with significant periprosthetic effusion, rupture and deflation of the device, cervical adenomegaly, and capsular contracture baker grade ii." Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported "inflammatory breast with hypethermia at 38.5 and increasing of the crp, an infiltration of the breast with significant periprosthetic effusion, rupture and deflation of the device, cervical adenomegaly, and capsular contracture baker grade ii." Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, deformation, wear abrasion, yellow and brown particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported "inflammatory breast with hypethermia at 38.5 and increasing of the crp, an infiltration of the breast with significant periprosthetic effusion, rupture and deflation of the device, cervical adenomegaly, and capsular contracture baker grade ii." Device has been explanted. This relates to the right side.